Manufacturer narrative:
The information available does not identify the specific tissue processing run(s) which resulted in ¿formaldehyde leak¿ reported by the customer. Information available indicates ¿¿there was an issue on the first cycle following the installation of this peloris. A strong formalin smell and leakage has occurred because of an untightened seal in the back of the formalin bottle.¿ from the information available, the root cause of the ¿formaldehyde leak¿ was due to a loose ¿¿fitting/spigot on the bottle¿¿. The leica helpdesk engineer documented ¿he fss on site found this issue, tightened it stronger and it looks like there is no more issue since.¿ review of the service history showed that leica biosystems has not received any previous report(s) of a user injury sustained due to formalin exposure from this customer site. Review of the service history for the instrument also did not identify any previous issue(s) that would have either caused or contributed to the circumstances reported by the complainant. Although the information available indicates that no patient cases were affected and no technician required medical attention or experienced lost time at work due to the exposure to formalin, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples, to any patient(s) or to any staff members has been reported to the manufacturer in association with the circumstances involved in this complaint.

Event description:
On (B)(6) 2025, leica biosystems received the following information: ¿peloris 3 srn (B)(4) / formaldehyde leak¿. The local leica helpdesk engineer documented the following additional information: ¿this escalation just to let you know there was an issue on the first cycle following the installation of this peloris. A strong formalin smell and leakage has occurred because of an untightened seal in the back of the formalin bottle. The fss on site found this issue, tightened it stronger and it looks like there is no more issue since. But as the customer complained about some people in the lab feeling unwell and made the occupational doctor aware of this, I had to flag this case as pmdr.¿ on (B)(6) 2025, the assigned leica helpdesk engineer provided information that the formalin leak was due to a loose ¿¿fitting/spigot on the bottle¿¿ the assigned local leica application engineer advised leica biosystems melbourne that no staff or patients required medical attention or treatment and there was no lost time at work i.e. Sick leave due to the exposure to formalin fumes reported. No adverse consequence(s) to a staff member(s) or patient(s) has been reported to the manufacturer.